Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion location and characteristics are unk. The maverick2 monorail ptca catheter was introduced and advanced to the target lesion however, the balloon catheter was unable to advance from the sheath so, the physician decided to withdraw the balloon catheter. Upon removal, the physician noticed that the catheter shaft was broken. The maverick2 monorail ptca catheter and an unspecified introducer sheath were removed and replaced with unspecified devices. The procedure outcome is unk. No pt complications or injuries were reported. The pt status was reported as 'stable'.

Manufacturer narrative:
(B)(4).